Event description:
It was reported by the caller that at the end of an afib procedure, a pericardial effusion was discovered on intracardiac echo. The caller stated that the effusion was confirmed on intracardiac echo. The caller stated that the type of injury was a pericardial effusion. The caller stated that a pericardiocentesis procedure was performed in which blood was removed and delivered back to the patient. The caller stated that after the pericardiocentesis the patient developed a clot and was transferred to the operating room (or). The pe was noted at the very end of the procedure when sheath was pulled back to the right atrium. The caller stated that they were unsure if the patient was stable. The physician attributed this to the patient's thin fragile heart tissue. The patient required extended hospitalization for surgery. The caller stated that a boston dynamic diagnostic catheter and a medtronic pulse select catheter were also used during the case. Tran septal had been performed with medtronic flex cross system for tsp with pfa pulse select sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)